Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-30, serial #: (B)(4), description: linear 3-6 lead, 30cm; model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator; model #: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25cm.

Event description:
A report was received that the patient would undergo a system explant procedure for an unknown reason.

Event description:
A report was received that the patient would undergo a system explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information can be obtained.